Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, a cartridge split when inserting the iol. Additional information was provided that when inserting the iol the capsule broke. The iol was cut in half and removed. A vitrectomy was performed and the procedure was completed with an iol placed in sulcus. There are two medical device reports associated with this patient. This report is for the cartridge that split when the iol was inserted into the eye and the capsule broke.